Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic valv uloplasty (bav) was performed. A confida guidewire was used. At an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) in cusp overlap view, the starting point was at the bottom of the pigtail. At 80% deployment, the valve kept dislodging aortic. After dislodging, the approximate implant depth was -4 mm ncc and -4 mm left coronary cusp (lcc). The valve was recaptured three times and subsequently withdrawn from the patient. A new valve was loaded onto a new dcs and successfully implanted into the patient. It was noted that the left ventricular outflow tract (lvot) was slightly tapered measuring approximately 3 millimeter¿s(mm) that couldhave contributed to the dislodge. No adverse patient effects were reported.